Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for review and revealed the patient had a pre-existing surgical valve. A device history record (DHR) and lot history review were unable to be performed as the lot number of the device could not be confirmed. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order undergoes functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for delivery system leakage was unable to be confirmed as the device and applicable procedural imagery were not available for evaluation. A review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during the attempt to deploy the valve, it was apparent that the lumen had ruptured and the delivery system balloon could not be inflated. Blood filled the inflation device." As the delivery systems are 100% tested for leakage, and as this issue was undetected during device preparation, it is likely that damage to the delivery system occurred during the procedure. As neither the device nor applicable procedural imagery was provided for evaluation, the exact cause of the reported leak is unknown. However, as reported, a pre-existing surgical valve was present within the patient anatomy. It is possible that the balloon negatively interacted with the failing pre-existing surgical valve while positioning the transcatheter heart valve (thv), resulting in damage on the balloon catheter and the subsequent reported leakage. In this case, a definitive root cause was unable to be determined; however, available information suggests that patient factors (fibrous septum from two previous mvr and pre-existing valve) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), during the transseptal transcatheter mitral valve replacement (tmvr) procedure of a 29mm sapien 3 valve, during the attempt to deploy the valve, it was apparent that the lumen had ruptured and the delivery system balloon could not be inflated. Blood filled the inflation device. The system was withdrawn and a new delivery system and valve were prepped along with a 16fr esheath+. There were no issues encountered and the valve was deployed successfully in the mitral position without patient complications.

Manufacturer narrative:
The investigation is ongoing.